Event description:
It was reported that a patient never had therapeutic effect. It was stated that patient's implantable neurostimulator (ins) was currently not functioning. The device was implanted to treat the pain in her back but she was never able to feel the stimulation there, she only felt it in her legs. The patient had been told that the leads weren't placed correctly. It was stated that the next time the patient had back surgery she was going to have the device taken out. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).